Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power; however, an led segment does not illuminate on the display. The ui board was replaced and the unit functioned as intended. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that part of display is lost. There was no known impact or consequence to patient.